Event description:
Additional information: the patient had a CT scan with contrast. There were no endoleaks noted.

Event description:
An endurant ii stent graft system was implanted for treatment of a 64 mm in diameter abdominal aortic aneurysm. The short aortic neck, was hour glass shaped with an inverted funnel shape infra-renally. Over the first 15mm the neck funneled out from approximately 17mm to 27mm. It was reported that the patient had a short calcified proximal aortic neck of aaa. An endurant bifurcate landed where the physician intended and bilateral limbs placed as planned. Post ballooning of the endograft junctions and seal zones was done with a 33mm compliant balloon. Full angiogram was then performed, which revealed a moderate type 1a proximal endoleak. The aortic neck was re-ballooned with the balloon. Another angiogram was then performed, which showed the endoleak had lessened, but there continued to be visible contrast leaking from proximal seal zone into the aneurysm sac. The physicians decided that they should end the procedure and follow-up post-op in a month, to see if endoleak will resolve spontaneously. The cause of the endoleak was contributed by the physicians to a posterior/right lateral piece of calcium below the right renal. No clinical sequelae were reported. A review of pre-implant 3d worksheet confirmed that the proximal neck was conically shaped; the diameter was 17mm at the renals and funneled out to 25mm (10mm below the renals) and 27mm (15mm below the renals). The neck was also calcified and moderately angulated a-p. The distal aorta was 14mm in diameter and severely calcified, and both iliacs were severely calcified. Images during and post-implant were not provided. The endoleak could not be assessed; however, it is likely that the short, calcified, and severely conical proximal neck contributed to the endoleak.

Manufacturer narrative:
(B)(4).